Manufacturer narrative:
The reported activation failure and improper or incorrect procedure or method could not be tested via return device analysis as clip was not returned and was related to procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that in the mitraclip instructions for use states in the clip deployment steps: failing to follow the steps may result in inability to deploy the clip. Based on the information reviewed it appears that failure to follow steps likely influenced the activation failure including expansion failures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted p2 prolapse. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed; however the deployment sequence was not performed per the instructions for use (the white knob was turned to loose neutral and then one more turn. The clip stayed closed and the knob was turned back to loose neutral and was turned in closed direction until tight), and the clip did not deploy. Troubleshooting was performed, and the clip was able to be deployed. A second clip was deployed to further reduce mr.two clips were implanted, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.